Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update rec'd (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain. The information received does not change the MDR decision. The complaint was updated on: (B)(6) 2014. Update (B)(6) 2017: legal medical records received. In addition to what was previously alleged, pfs alleges decreased activity level, could not walk long distances and was unable to sleep on the left side, and elevated chromium-cobalt levels. After review of the medical records for the MDR reportability, it was reported that the patient was revised to address painful metal-on-metal left tha. Revision notes stated that the granulation tissue present in the anterior capsule did not have a dark black appearance and seemed more of a chronic synovitis. There was no evidence of significant metallosis. The cup and head was noted to have abrasions secondary to the removal process. The trunnion of the stem appeared to be in good condition with no corrosion. Discharge notes stated that there was some heterotopic ossification on prior x-rays. Stem has been added for the alleged high metal ions, however, there were no laboratory values provided. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update rec'd 08/05/2014 - sales rep reported revision surgery. Patient was revised to address pain. The information received does not change the MDR decision. The complaint was updated on: 08/19/2014. Update jun 01, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges decreased activity level, could not walk long distances and was unable to sleep on the left side, and elevated chromium-cobalt levels. After review of the medical records for the MDR reportability, it was reported that the patient was revised to address painful metal-on-metal left tha. Revision notes stated that the granulation tissue present in the anterior capsule did not have a dark black appearance and seemed more of a chronic synovitis. There was no evidence of significant metallosis. The cup and head was noted to have abrasions secondary to the removal process. The trunnion of the stem appeared to be in good condition with no corrosion. Discharge notes stated that there was some heterotopic ossification on prior x-rays. Stem has been added for the alleged high metal ions, however, there were no laboratory values provided. This complaint was updated on jun 12, 2017.